Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, who provided instructions for the reset and advised the customer to report back if the malfunction code appeared again. The customer understood the instructions, and no further malfunction was reported after the reset.